Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, completely broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190mg/dl at the time of the incident. The customer reported that she has had chipping off her reservoir compartment lid and then on this past saturday the gasket came out but the reservoir was staying in and she was currently using the pump. The insulin pump was returned for analysis.